Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump multiple pump error alarm. Customer's blood glucose value was 178 mg/dl. Customer also stated that auto mode was unable to enter. The device will not be return for analysis.